Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-dec-2022. The most recent information was received on 03-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("off-cycle bleeding") in a 42 year-old female patient who had essure inserted (lot no. D30804). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced heavy menstrual bleeding ("heavy menstrual bleeding") and pain ("several episodes of pain throughout the body"). In (B)(6) 2022 she experienced genital haemorrhage (seriousness criterion medically important), prolonged heavy periods ("heavy menstrual bleeding more than two weeks") and abdominal pain lower ("off-cycle bleeding is accompanied by pain in the lower abdomen on each side"). An unknown time later she experienced headache ("headaches"), visual impairment ("worsening of eyesight"), fatigue ("very tired") and anxiety ("anxiety"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pain, prolonged heavy periods, headache, visual impairment, genital haemorrhage, abdominal pain lower, fatigue or anxiety. The reporter commented: headache with 2-year treatment followed by a neurological. I am currently very worried about the symptoms I am suffering from. This off-cycle bleeding worries me a lot, especially since it is accompanied by pain in the lower abdomen on each side. I booked an appointment with my doctor for a gynaecological examination (pap smear). I don't even know if she will be able to perform the examination given my blood loss. I think she will start by prescribing an ultrasound or other such procedure as she deems necessary. Currently, I am very tired. This is certainly due to the amount of blood that I've been losing every day for over two weeks. I think this is the triggering factor for my report today in addition to everything I've read about essure implants correlated with my various disorders. I am not hiding my anxiety from you of course and I am very eager to be taken care of medically to find out more about what will happen next. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. Batch no~d30804 production date~2014-11-11~expiration date~2017-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number:(B)(4)) on 28-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("off-cycle bleeding") in a 42 year-old female patient who had essure inserted (lot no. D30804). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced heavy menstrual bleeding ("heavy menstrual bleeding") and pain ("several episodes of pain throughout the body"). In (B)(6) 2022 she experienced genital haemorrhage (seriousness criterion medically important), prolonged heavy periods ("heavy menstrual bleeding more than two weeks") and abdominal pain lower ("off-cycle bleeding is accompanied by pain in the lower abdomen on each side"). An unknown time later she experienced headache ("headaches"), visual impairment ("worsening of eyesight"), fatigue ("very tired") and anxiety ("anxiety"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pain, prolonged heavy periods, headache, visual impairment, genital haemorrhage, abdominal pain lower, fatigue or anxiety. The reporter commented: headache with 2-year treatment followed by a neurological. I am currently very worried about the symptoms I am suffering from. This off-cycle bleeding worries me a lot, especially since it is accompanied by pain in the lower abdomen on each side. I booked an appointment with my doctor for a gynaecological examination (pap smear). I don't even know if she will be able to perform the examination given my blood loss. I think she will start by prescribing an ultrasound or other such procedure as she deems necessary. Currently, I am very tired. This is certainly due to the amount of blood that I've been losing every day for over two weeks. I think this is the triggering factor for my report today in addition to everything I've read about essure implants correlated with my various disorders. I am not hiding my anxiety from you of course and I am very eager to be taken care of medically to find out more about what will happen next. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.